Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01978/ 1825034-2016-04956).

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty and reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in medical records revealed the patient was revised approximately 9 years post-implantation due to elevated metal ion levels. Revision operative report indicated evidence of metallosis, including blackened tissue, metal debris embedded in acetabulum, and purulent fluid within the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information. Concomitant products: integral femoral stem: catalog#: x12-171312, lot#: 381980. M2a magnum taper adapter: catalog#: 139258, lot#: 050120.